Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touchscreen fails all diagnostics testing and resistance measurements which are out of specification. This touchscreen failed due to multiple resistance measurement failures.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint reporting a misalignment in the touch position on the v60 ventilator. The device was not in clinical use. There was no harm reported. A manufacturer's product support engineer (pse) evaluated the device and determined the touchscreen replacement was necessary for correction. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.